Event description:
The company was informed that after the implant surgery, the surgeon discovered that the patient's electrode array was folded back. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.